Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received medical attention for hypoglycemia. The patient's blood glucose levels dropped to below 70 mg/dl while wearing the pod between 36 and 48 hours on a cruise. The patients wife reports the patient had become unresponsive and was dehydrated. The patients wife had given the patient glucose tablets and a coke. The patients pod was removed. The patient was treated with intravenous d50 dextrose by the ships medical staff. The patients blood glucose was monitored. The patient was with the medical staff for 5 hours. The pod will not be returned as it has been discarded.